Manufacturer narrative:
Information references the main component of the system and the other applicable components is: product ID: 977a275, lot# unknown, implanted: (B)(6) 2016, product type: lead. Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative and healthcare professional reported stimulation could not be induced with even the maximum voltage. When the impedances were checked, "over impedance" for all electrodes was identified. It was unknown what factors may have led or contributed to the issue. The physician considered that the lead was fractured. No actions or interventions were conducted, however, the issue was not resolved at the time of the report. It was unknown if a surgical intervention was planned. At the time of the report, there was no injury to the patient (no patient impact). The patient's relevant medical history includes failed back surgery syndrome (fbss).

Event description:
It was also reported that if a replacement operation had not been scheduled, the reason was because the patient didn't feel any effects of pain relief after the initial implantation (before the disconnection). The patient did not feel any stimulation when asked about the device and checked it during a regular hospital visit. No additional information regarding the replacement procedure was received.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# va0z8dv005, implanted: (B)(6) 2016, product type: lead. Correction: please note the event has been upgraded to a serious injury at this time. As a result, sections have been updated. Additionally, the lead lot number captured above in section has been updated at this time.

Event description:
Additional information reported that replacement of the patient's devices was planned for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# va0z8dv005, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information indicated the patient mentioned a loss of stimulation when the ins was checked during a routine follow-up out patient. At the following outpatient on (B)(6), the physician decided to either perform a replacement procedure or explant of the whole system. If the physician did not perform a replacement procedure, it was because the patient had not received much pain therapy effects since the implantable neurostimulator (ins) system was implanted (before the lead fracture). The replacement procedure was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.